Event description:
The recipient is reportedly experiencing device migration. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was reportedly repositioned on (B)(6) 2020. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.